Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy due to system oversensing of atrial fibrillation; additionally, several untreated episodes have also been recorded. Resolution was attained following a device software upgrade, along with system reprogramming. To date, no additional system changes have been reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.